Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During the patient's 1 year follow up transesophageal echocardiography (tee) appointment 385 days post index procedure, a large thrombus was identified on the insert of the closure device measuring 1.0cm x 0.9cm. Post tee and prior to discharge, the patient was started on oral anticoagulants with eliquis 5mg twice daily. The patient plans to have a follow up tee in 3 months to reassess the device.